Event description:
It was reported that the ems was used during a unknown procedure. It was reported by the affiliate that the staples did not come out, although there were multiple attempts.

Manufacturer narrative:
Tracking# 50631.